Manufacturer narrative:
(B)(4). Method: only one rt266 infant dual-heated evaqua2 breathing circuit was returned to fph in (B)(4) for evaluation. The returned infant breathing circuit was visually inspected and pressure tested. Results: visual inspection revealed a crack along one of the swivel wye ports. The pressure test result was outside specification. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the swivel wye of three rt266 infant dual-heated evaqua2 breathing circuits were broken. This was discovered before patient use.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual-heated evaqua2 breathing circuits are currently en-route to fph (B)(4) for evaluation, to determine if they caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the swivel wye of three rt266 infant dual-heated evaqua2 breathing circuits were broken. This was discovered before patient use.